Event description:
It was reported that the helium tank pressure was low. Both the tank and intra-aortic balloon pressure base line is in zero, no variation when machine is on. Actions taken: checked the helium tank pressure. Checked the transducer connections. Reconnected all buss cables and checked output voltages from power supply to front end board (feb). Found problem in feb and crossed checked with another feb. The machine worked fine.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if add'l info becomes available.